Event description:
A customer reported that the laser was not able to fire without error during a procedure. The operator of using the laser was canceled. An alternate system was used to perform the procedure. However, it is unknown if the procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).